Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a sensor patch falling off during sleep and was not alerted to a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported that he woke up in a hospital. Patient's aunt had called emergency services. It is not known what treatment was provided to patient. No glucose values were provided. At the time of contact, patient is in the emergency room and stable. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.